Event description:
The customer reported that the system foot switch locked up during a case. The system fast stop had to be activated. The system rebooted and the procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated during he service call. The system was tested and found to be working as intended and put back into service.